Event description:
It was reported that the patient presented in clinic during a routine follow up. The device could not be interrogated with two different programmers with multiple attempts. The patient reported that they did not get vibratory alert. The device had bypassed elective replacement indicator (eri) and gone straight to end of service (eos) with possible early battery depletion. The device was explanted and replaced on (B)(6) 2018. Patient was stable and was doing well.

Manufacturer narrative:
Correction: manufacturer report 2017865-2018-11060, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide)